Event description:
It was reported that the patient had been hospitalized at reinier de graaf gasthuis with hyperglycemia on (B)(6), 2026. The patient's blood glucose levels reached above 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include the patient feeling tired, nauseous and having a headache. The patient was treated with 4-unit dose of insulin and a new pod was applied. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital and was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.